Event description:
It was reported that the tibial impactor broke during implantation. Femoral impactor was used to impact it fully. No time was lost. Additional information received on 04 dec 2021 in response to: "with regard to this, please confirm if any of the following information is available: what part of the instrument broke? Did it break into two or more pieces?" Which they replied: "what part of the instrument broke? The black tip. Did it break into two or more pieces? Yes two pieces."

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the tibial impactor broke during implantation. Femoral impactor was used to impact it fully. No time was lost. Additional information received on 04 dec 2021 in response to: "with regard to this, please confirm if any of the following information is available: what part of the instrument broke? Did it break into two or more pieces?" Which they replied: "what part of the instrument broke? The black tip. Did it break into two or more pieces? Yes two pieces."

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the device associated with this report was not returned for evaluation. The investigation could not draw any conclusions about the reported event without the device to examine. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.